Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a hole on the catheter prior to use.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found tear on the shaft of catheter which caused the water leak out. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. See labeling attached to preliminary eval attachments on sample evaluation tab. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. Applicable patients: do not use in patients who are or have been allergic to natural rubber latex".

Event description:
It was reported that the user found a hole on the catheter prior to use.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found tear on the shaft of catheter which caused the water leak out. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. See labeling attached to preliminary eval attachments on sample evaluation tab. 5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the user found a hole on the catheter prior to use.